Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse swapped the axes controller joint (acj), but the issue could not be reproduced. The fse reproduced the issue by clocking the instrument button. Swapping the acj did not resolve the issue on arm 2. The fse replaced the brake on arm 2 and replaced the setup joint (suj). The system was tested and verified as ready for use. Isi has not received the suj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting (post-anesthesia, post port placement) a da vinci-assisted ventral hernia tar surgical procedure, a repeated error 32100 occurred. The site restarted the system with no effect. The technical support engineer (tse) reviewed the logs and confirmed the error pointing to the axes controller joint (acj) in arm 2. The tse requested another restart with emergency power off (epo), but this had no effect. The tse suggested to use the system with 3 arms, but the customer stated it was not possible. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the setup joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported complaint. The error 32100 was also confirmed in the error logs, accompanied by errors 23103 and 23070. The root cause of the reported issue was found to be a component failure.

Event description:
Refer to h10/h11 for follow-up information.